Event description:
The customer reported that the energy select switch was intermittently not responding.

Manufacturer narrative:
The unit was not returned to the factory for evaluation. The customer resolved the issue by replacing the switch assembly. We will consider this a malfunction of the switch assembly.